Event description:
It was reported that pump screen was dark and would not turn on, and caller stated that pump button was extremely difficult to press and required multiple presses to turn on screen. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to remove pump from case and repeatedly press center button until display turned on, and technical support arranged replacement pump while customer continued to use current pump, instructed customer to place old pump in storage mode, reenter pump settings and reconnect cgm on replacement device, and return problematic pump using provided prepaid label.